Event description:
It was reported that the ilet user accidentally selected a dinner announcement for a late lunch and contacted support for guidance. No reported symptoms or adverse clinical effects, and the user¿s blood glucose was 92 mg/dl at the time of the call. Outcomes included successful user education on correct meal announcement practices and no alerts or alarms. Investigation included a troubleshooting and education session to review best practices for selecting the appropriate meal type. Investigation of this case revealed a use error related to incorrect meal type selection, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.